Manufacturer narrative:
This product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillation exhibited oversensing of noise. This device then delivered an inappropriate shock. This device was explanted and replaced due to the inappropriate shock delivered. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillation exhibited oversensing of noise. This device then delivered an inappropriate shock. This device was explanted and replaced due to the inappropriate shock delivered. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.